Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
In a study, there was a report of a glaucoma filtration device "malposition, dislodgement or movement". Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of malposition; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Review of the clinical study case report indicates the device was intraoperatively positioned more anteriorly than optimum (2 rings visible) and that device position remained unchanged during the following two years. There was no report of system failure. The root cause is use error due to the product instructions for use (IFU) not being properly followed regarding implantation to achieve optimum device positioning. The labeling also advises close follow-up of patients with anteriorly positioned devices and recommends actions for management of such cases. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the clinical study site, reporting the number of rings visible has not changed on the implanted device. There is corneal endothelial touch by the device.